Manufacturer narrative:
(B)(4). Batch # n5737z the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic low anterior resection, the firing trigger could not be grasped completely since the firing force was higher than expected when the device was used on the rectum and colon. The safety was unlocked and the tissue compression scale marked at the 2nd line from the bottom. There was neither breaking noise nor the tactile feedback that the washer was cut, and the device could not be removed. The doctor loosened and tightened the adjusting knob, and grasped the trigger again, and then the washer was cut and the device could be removed. Then, oozing and air leak were confirmed when the anastomosis site was checked with endoscope from the anus, and clipping was done to stop the oozing. Eventually, anastomosis had to be performed again with competitor's devices, since leaking was confirmed all around the anastomosis site. Finally, the covering stoma was created as planned to complete the case. The doctor has been using the device for years and quite familiar with the device. There were no adverse consequences to the patient.